Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level described as "high"; bg value not provided. A correction bolus via the pump was delivered to address bg. Suspected cause was due to the pump turning off. Troubleshooting was performed and it was determined that the customer had accidentally turned off the pump, placing the pump into storage mode.